Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 16 open unit. There are no previous complaints of this code/batch. There are no units in OEM stock. We have received 16 open samples and 9 of them has the first pack sealed to second pack in the 4th sealing. This is due to an accidental effect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an accidental and isolated incident and the whole batch is not effected. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened corrective action to avoid this in the future.